Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor, force sensor, and inside the battery tube. No moisture damage was found on the keypad assembly.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was 100 mg/dl at the time of incident. Customer stated that there was fluid under the display. The product will be returned for analysis.